Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was clogged by foreign material, resembling plastic fibers were found which was most likely a result of insufficient cleaning. Additionally, the plastic distal end cover was burnt, the bending section cover adhesive was detached and old version of the suction stoppers were needing replacement. The investigation also revealed due to clogging of nozzle, air supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value and due to wear of angle wire, the play of up/down knob did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing the gastrointestinal videoscope had air/water flow issues - the air supply was low. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it was found to be white and fibrous. Per additional follow up from the customer, "the reprocessing steps were carried out according to standard hygiene specifications and the current instruction for use from the manufacturer." The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.